Event description:
It was reported that the patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The pd therapy was discontinued. It was not reported if the patient was hospitalized. The treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.